Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has a speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The device was returned to the factory for further evaluation. The engineer performed an evaluation/analysis and determined that the failure was not reproducible, and the speaker looked good. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was scrapped, and the customer was provided a replacement device.